Manufacturer narrative:
A definitive root cause of the reported positioning issue, and surgical removal of the device could not be determined as the impella cp was discarded by the staff following the explant. At the present time it is unclear if the issue occurred as a result of an interaction with the introducer, lmpella cp or guidewire; or if the issue occurred as a result of the patient's anatomy, device placement or the procedure that was performed. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received.

Event description:
A (B)(6) male with ongoing chest pain suffered since a prior CABG procedure performed on (B)(6) 2016, presented to the hospital for diagnostic catheterization. The patient coded during the procedure, resulting in the physician attempting to place an impella cp for support. During device placement and while exchanging for the repositioning sheath, the impella cp moved back out of the left ventricle (lv.) While trying to re-advance the pump into the lv, the catheter buckled over on itself. The physician tried to pull the device back into the abdominal aorta (ao) to unfold the cannula, in order to then advance it down to the iliacs. However after multiple attempts to reposition the device, the decision was made by the physician to leave the device in the abdominal ao, and place a second impella cp. The second impella cp was placed successfully and supported the patient for approximately eight hours before support was exchanged for an ECMO. The first impella cp also remained in the patient until ECMO was placed. The first impella cp was reported to have been surgically removed, without the use of a snare, as it was reported to have straightened out while being pulled down. The patient was later transferred to another facility for long term ECMO support due to biventricular and respiratory failure. There was no indication of any further adverse effect to the patient following the surgical removal of the device.